Event description:
Patient reported skin irriitation in the form of redness and open sores. The patient sought medical treatment and used an otc medication. The patient reported following proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.